Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-07096. It was reported that the patient presented for in-clinic follow up with the episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. Isometric exercises were able to reproduce potential over-sensing. Programming interventions were made.